Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to dislodgement, loss of capture and sensing issues. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 11 cm distal to the is-1 connector pin. Two fragments of approx. 50 cm length were received for analysis. A piece of approx. 10 cm was not returned. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed deformations of the fixation helix and of both shock coils which most likely occurred due to mechanical forces applied during the surgery. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.